Event description:
Slight fever [pyrexia]. Swelling of the left knee [joint swelling]. Joint fluid retention of the left knee [joint effusion]. Left knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) old female pt, initials (B)(6) with gonarthrosis. The pt's medical history is significant for lumbar spinal stenosis. On an unspecified date in 2011, the pt initiated synvisc (hylan g-f 20) 2ml injection. The synvisc lot number was not provided. On (B)(6) 2011, the pt experienced left knee swelling and left knee effusion. Action taken with synvisc was not provided. The pt's outcome for the events of the left knee swelling and left knee effusion were reported as not yet recovered. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc and the events of left knee swelling and left knee effusion was not provided by the reporting physician. Additional info was received from the physician on (B)(6) 2011. On (B)(6) 2011, the pt initiated first synvisc injection of 2 ml. On (B)(6) 2011, the pt's arthralgia of the left knee mitigated, following which the second synvisc injection was administered. On (B)(6) 2011, joint fluid retention of the left knee was observed by the physician, but no impurity was identified. Thus, third synvisc injection was administered to the pt on the same day. On (B)(6) 2011, the pt experienced swelling of left knee and left knee pain. On (B)(6) 2011, the pt developed slight fever (body temp 37.2 degree celsius) and 200 mg of faropenem sodium hydrate (2/1 day) was administered. A 65 cc of joint fluid was aspirated of the pt's left knee. Lab tests were performed on the same day. The results were: c-reactive protein=4.63; white blood cell count=12,240 and culture test=negative. On (B)(6) 2011, joint irrigation was performed using saline. On (B)(6) 2011, joint irrigation and drip intravenous infusion with piperacillin sodium were performed. On (B)(6) 2011, the pt's body temp was 37.4 degree celsius. On the same day, 50 cc of joint fluid was aspirated of the pt's left knee. A second series of lab tests were performed. The results were: c-reactive protein=7.41 and white blood cell count=1,224. Action taken with synvisc was none/ event treated with medication. As of (B)(6) 2011, the pt had not yet recovered from the events of left knee swelling, left knee pain, slight fever and left knee effusion. Relevant concomitant medication included 100mg of celecoxib, 2/1 day for pain relief (from (B)(6) 2011 -still continuing); 50mg of teprenone, 2/1 day for prophylaxis against gastralgia (from (B)(6) 2011 -still continuing); 20 mg of loxoprofen sodium, 1/1 day for lumbar spine stenosis (from (B)(6) 2011 -still continuing); and 40mg of flurbiprofen, 2/1 day for gonarthrosis ((B)(6) 2011 -still continuing). The intensity for the event of left knee pain and joint swelling was assessed as severe, while the intensity for other two events was not provided. The relationship between synvisc and the events of left knee pain and slight fever was not provided by the reporting physician.

Manufacturer narrative:
Additional info was received on (B)(6) 2011 in form of qa results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by this report.